Event description:
Lap chole: "while firing, shreds of metal were being deposited." Patient status: "all shreds of metal were removed and the pt discharged without event." Type of intervention: "extra surgical time to pick out the metal shreds."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation with pictures of metal shreds. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications; no metal particulation was noted. The unit was disassembled for further evaluation and met all specifications; the components did not show evidence of material shaving or any other damage. The root cause could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.